Event description:
A consumer reported that after cataract surgery with an intraocular lens (iol) implant in her left eye, her distance vision was initially "quite sharp," but then became increasingly blurry overtime. In a follow up with the surgeon, the consumer was informed that the iol was turned inside the lens capsule toward the inside of the eye, which was causing the eye to be myopic. The consumer reported she was not used to being myopic and finds great dissatisfaction with the condition. The consumer is wearing transitional glasses until her condition stabilizes, at which time the surgeon plans to give a final more accurate prescription. Additional information has been requested.

Manufacturer narrative:
The product was not returned analysis. Results from the product history record review indicated the lens met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been one other complaints reported in the lot number. Additional information has been requested. (B)(4).